Event description:
The patient claimed that he developed high blood glucose and required medical intervention at the ER on (B)(6) 2011 while he was on insulin pump therapy. Reportedly, the patient's blood glucose climbed throughout the day during work. When he got home, his blood glucose read 378 mg/dl. He promptly changed out the infusion site and took multiple boluses but his blood glucose did not come down. He went to the ER when his blood glucose reached 550 mg/dl. At the time of concern, he felt very ill and had heart palpitation. He was treated with IV fluid for dehydration and was given insulin via syringe. The subject pump was not disconnected during his hospital stay. At 3 am, his blood glucose came down to 300 mg/dl. Eventually by morning, his blood glucose was between 150-160 mg/dl. He was released from the ER on (B)(6) 2011. The patient was placed on lantus and rapid acting insulin until the subject pump can be released. The animas representative performed troubleshooting to evaluate the animas pump and to assess what caused the patient's alleged elevated blood glucose. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. The cannula did not have any a kink or bending at the infusion site. There was no change in the patient's activity, diet or medication; however, the patient complained of a mild head cold. The animas representative concluded there was no pump malfunction associated with the alleged event. It is not clear what contributed to the patient's alleged symptoms and elevated blood glucose. This complaint is being reported because the patient had hyperglycemic reading and received medical intervention while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 12/05/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 11/10/2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.